Event description:
It was learned through medical records that a patient developed native aortic insufficiency after implant of a 29mm 7300tfx mitral valve. The patient underwent avr with a 29mm magna ease one (1) month and eight (8) days after implant of the mitral valve due to native ai and possible infection of the native valve. Per the medical records the native aortic valve insufficiency was likely injured by sutures and explanted due to ai and possible infection.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. The most likely cause is procedural factors, including suture placement during mitral valve implant.

Manufacturer narrative:
The most likely cause is procedural factors, including suture injury at implant.